Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during infusion of tpn 42ml/h, leakage was found in the dressings with a yellow liquid. Therefore, the syringe was connected to the red hub of the catheter and the physician infused heparin saline. It was stated that it was confirmed that heparin saline leaked from the catheter near the suture wing into the dressings. The catheter was placed via the basilic vein in the right upper arm on (B)(6) 2018.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr d/l powerpicc sv catheter. Usage residues were abundant throughout the sample. A longitudinally aligned split was observed between the 1cm and 2cm depth markings. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the site of the aforementioned split. Microscopic inspection of the split revealed irregular granular fracture surfaces. A kink impression was observed in the vicinity of the split. The split occurred at the corner of the kink impression. The sample kinked preferentially in the vicinity of the split during manual manipulation. The kink impression, preferential kinking and split characteristics were consistent with damage caused by kinking of the catheter tubing. The location of the damage suggested that catheter insertion, securement and maintenance technique likely contributed to the damage. The product IFU states ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during infusion of tpn 42ml/h, leakage was found in the dressings with a yellow liquid. Therefore, the syringe was connected to the red hub of the catheter and the physician infused heparin saline. It was stated that it was confirmed that heparin saline leaked from the catheter near the suture wing into the dressings. The catheter was placed via the basilic vein in the right upper arm on (B)(6), 2018.